Event description:
It was reported that patient experienced diaphragmatic stimulation. The left ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).